Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed the respiratory rate trend (rrt) signal on the patient's non-boston scientific right atrial (ra) lead. In addition, intermittent pacing impedances spikes were observed. Boston scientific technical services (ts) discussed that it was like a spring contact issue. The rrt sensor was programmed off, and the device was reprogrammed to sense and pace in only the ventricle. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.